Event description:
It was reported that a patient, who was enrolled in a study, underwent a da vinci-assisted pulmonary segmentectomy procedure. A chest infection was identified on post-operative day two. A sputum sample was obtained and was positive for e. Coli. The patient was treated with an unspecified antibiotic and was discharged on post-operative day five. On the patient's seven-day post-operative visit, the patient was unwilling to give more information and asked to be withdrawn from the study. There was no report that a da vinci device malfunctioned during the procedure.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.